Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received inappropriate shocks. The pace/sense portion of the 6947 right ventricular lead was replaced with a new 5076 lead due to high thresholds. Upon dft testing post implant the new 5076 lead experienced oversensing and was found to have very "strange large wavelike signals" present which lead to inappropriate therapies. The wavelike signals disappeared when the pacing was inhibited. They also disappeared after the second shock. The lead remains in use. No further patient complications have been reported as a result of this event.